Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample and no images were provided for evaluation. Potential factors that could have led or contributed to the reported event has been reviewed. An insufficient pre-dilation, highly calcified vessels or a difficult vessel anatomy may result in an irregular stent placement which may contribute to an entrapment of the balloon. In this case, no procedural details and no details regarding the vessel anatomy were provided. On the basis of the information available and as no sample or image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.

Event description:
It was reported that during post-dilation of the stent, the pta balloon became entangled in the stent. After several attempts, the balloon catheter could be removed. During the removal attempts, the stent began to move and a stent strut was damaged. An additional vascular stent was deployed. No patient injury was reported.